Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged error message began to appear. The patient informed the csr that she manages her diabetes with humalog insulin (via insulin pump; dose adjusted according to meter results). The patient claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptom of feeling ¿anxious¿ one hour after the alleged meter issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of a serious injury, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.